Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not synchronizing. A technical support specialist dialed in and noticed that the station was on retry mode and then applied knowledge article titled retry - insert into purge.purge statistics to fix the retry issue and was resolved. The station upload/download status was up to date. Its upload to 'no variation'. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was not syncing with the server. Although the device was connected to the network, it was reported that updates performed at the machine were not reflected on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.